Event description:
Related manufacturer reference numbers: 2017865-2023-37538 related manufacturer reference numbers: 2017865-2023-37539 it was reported that the patient presented in clinic with cardiac tamponade. Transthoracic echo (tte) was performed to confirm cardiac tamponade. It was unclear which lead had caused the event. Pericardiocentesis and thoracentesis were performed and the whole system including the right atrial lead, right ventricular lead, and left ventricular lead, was explanted. Patient condition was stable post procedure.